Event description:
The customer reported that during a patient event, the charge, energy select, and sync buttons were all inoperative and the customer could not deliver a defibrillation shock to the patient. The (B)(6) crew was first on the scene. The patient complained of abdominal pain and then became unresponsive. CPR was immediately started and the (B)(6) crew used their philips fr2 AED on the patient, but the analysis resulted in no shock advised. When the (B)(6) crew arrived with the physio-control device, they monitored the patient for approximately 20 minutes. The patient then went into a ventricular fibrillation rhythm. The (B)(6) crew then attempted to shock the patient and could not charge defibrillation energy due to the inoperable charge switch. At that point they switched back to the (B)(6) crew¿s AED. The delay between the use of the two devices is unknown. The patient did not survive.

Manufacturer narrative:
(B)(4).physio-control evaluated the device and verified the reported issue. Physio-control replaced the main keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed main keypad assembly was further evaluated in the failure analysis center. The reported issue was determined to be due to a shorted energy select up switch button. There was also physical damage observed to the switch overlay at the location of the energy select up switch button.